Manufacturer narrative:
H11: additional manufacturer narrative: this is one of the two reports beign submitted for this patient. The device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a mitris resilia valve model 11400m31 implanted in the mitral position was explanted after an implant duration of two (2) years and one (1) month for unknown reason. A 27 mm surgical valve was implanted in replacement. The patient was 63 years old at the time of original device implantation.

Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h6 (device code(s) and h6 (clinical code). Corrected h6 (device codes). H10: additional manufacturer narrative: it was initially reported via the implant patient registry that a mitris resilia valve model 11400m31 implanted in the mitral position was explanted after an implant duration of two (2) years and one (1) month for unknown reason. However, through investigation, it was learned that the valve was explanted after an implant duration of two years and one month due to recurrent endocarditis. Prosthetic device endocarditis is a rare but serious complication of cardiac valve procedures despite improvements in prosthesis types, surgical techniques, and infection control measures. Infection can be categorized as early, intermediate, or late after device implant. Intermediate, or late endocarditis (greater than 60 days post implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device. Common sources of endocarditis include dental, surgical, or endoscopic procedures, IV drug abuse or recurrent endocarditis. As such, cases greater than 60 days or unknown implant duration are not consider reportable. Late endocarditis is not related with a device problem itself but related with patient's factors. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported via the implant patient registry that a mitris resilia valve model 11400m31 implanted in the mitral position was explanted after an implant duration of two (2) years and one (1) month for due to recurrent endocarditis. Although the onset date of endocarditis is unknown, the patient was unwell for approximately one month before admission. This condition resulted in significant mitral stenosis and moderate aortic stenosis. Observations included a mass on the mitral valve, aortic vegetation on the leaflets, and a clear abscess cavity/pseudoaneurysm at the right-left commissure. Reportedly, the mesenteric pseudoaneurysm was likely from a cardioembolic source related to the prosthetic valve endocarditis. The patient was admitted with bacteremia positive for staphylococcus hominis and streptococcus parasanguinis before reintervention. A 27 mm surgical valve was implanted in replacement. The patient was noted to be discharged home. The patient was 63 years old at the time of the original device implantation.

Event description:
It was reported via the implant patient registry that a mitris resilia valve model 11400m31 implanted in the mitral position was explanted after an implant duration of two (2) years and one (1) month for due to endocarditis. Although the onset date of endocarditis is unknown, the patient was unwell for approximately one month before admission. This condition resulted in significant mitral stenosis and moderate aortic stenosis. Observations included a mass on the mitral valve, aortic vegetation on the leaflets, and a clear abscess cavity/pseudoaneurysm at the right-left commissure. Reportedly, the mesenteric pseudoaneurysm was likely from a cardioembolic source related to the prosthetic valve endocarditis. The patient was admitted with bacteremia positive for staphylococcus hominis and streptococcus parasanguinis before reintervention. A 27 mm surgical valve was implanted in replacement. The patient was noted to be discharged home. The patient was 63 years old at the time of the original device implantation.

Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem) and g3 (date received by manufacturer). Corrected section h6 (health effect - clinical code) from air embolism to embolism/embolus and corrected section b5 (describe event or problem) from recurrent endocarditis to endocarditis.